Manufacturer narrative:
H.6. Investigation: the customer reported the tubing was leaking towards the top near the drip chamber, and returned one used sample of material #2420-0500. The sample was primed and clearly leaked from the tubing near drip chamber, and the complaint is verified. The tubing was leaking from a small cut. The root cause for the cut was determined after sending the sample to the manufacturing facility for further investigation. A device history record review for model 2420-0500 lot number 21023012 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of leakage with lot #21023012 regarding item #2420-0500.

Event description:
It was reported that the as lvp 20d dehp 2ss cv tubing leaked saline onto the table during use. The following information was provided by the initial reporter: "I was preparing IV lines for a chemotherapy treatment before I brought the patient into the treatment area. I noticed that the tubing seemed wet and some liquid was on the table below me. I examined both lines and noted that one line was leaking close to the top of the tubing below the drip chamber. I took this tubing away as it could not be used for chemotherapy or for patient infusion. It did not reach the patient and tubing only had saline primed into it before I discovered the defect."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the as lvp 20d dehp 2ss cv tubing leaked saline onto the table during use. The following information was provided by the initial reporter: "I was preparing IV lines for a chemotherapy treatment before I brought the patient into the treatment area. I noticed that the tubing seemed wet and some liquid was on the table below me. I examined both lines and noted that one line was leaking close to the top of the tubing below the drip chamber. I took this tubing away as it could not be used for chemotherapy or for patient infusion. It did not reach the patient and tubing only had saline primed into it before I discovered the defect."